Event description:
It was reported by a tm - customer having trouble visualizing the needle. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was returned to the service facility for evaluation. During evaluation, the reported issue of customer having trouble visualizing the needle was unconfirmed. The sr9 was tested with an internal test probe. The sr9 displays a clear image and passed all needle tracking functionality. The root cause of the reported failure is inconclusive as the reported issue could not be reproduced during evaluation.

Event description:
It was reported by a tm - customer having trouble visualizing the needle. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation.